Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Supplied photo shows a splint in patients mouth and patients mouth opened very little but, this cannot be completely determined by the photo. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause cannot be determined. The design of the device was reviewed by the designer, 3ds; case review, vsp planning and case preparation were performed. Tmj components design and final inspection completed and no defect or non-conformances were found during design and manufacture of the workorder. It is noted that the zimmer biomet manufacture date and event date of surgery exceeded 6 months. As the reported issue was related to difficulty in using the components this issue will be documented as feedback and trended per internal complaints processing. No defect or nonconformance reported; no 3d systems failure or defect identified. Reported issue will continue to be documented and trended per internal complaints processing. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, g3, g6, h2, h6 and h10.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it was implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. (B)(6).

Event description:
It was reported the surgery was prolonged by approximately six (6) hours due to difficulties during implantation and the inability to achieve the ideal occlusion. The resection of left mandible was difficult because of deep resection line and it was difficult to attach the resection template to the fossa because the long dorsal handle was cut. The intermediate splint was ultimately not used because it was difficult to place as the patient had great muscle tension. The mandibular implants took longer than anticipated and the left mandible component was finally fixed in the best possible way. The subsequent le fort procedure was laborious and ultimately fixed in the best possible way. The correct occlusion could not be achieved with the final splint. It was reported that no further information is available.